Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was confirmed. The device was not returned for evaluation. Clinician review confirmed there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of patient's left hip. Patient was revised due to loose acetabular component and severe osteolysis.

Event description:
Revision of patient's left hip. Patient was revised due to loose acetabular component and severe osteolysis.